Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter with sn (B)(4) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. The missing pressure signal described by the user could be confirmed. The investigation demonstrated that a torn off wires could be detected. The wire reserve is still there. This indicates a short-term high pulling force, pulling in the wire reserve tearing off the wires. Afterwards the wire reserve returns to its initial position. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wire is caused by a handling error on the part of the user, since precautionary measures and notes acc. Section 6 of the instructions for use zwo-013 have not been sufficiently observed.

Event description:
After implantation icp was monitored correct for three days. After these time period no icp could be monitored anymore. The clinic decided to removed the catheter.